Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for an advanced evaluation that began on (B)(6) 2017. The patient had undesired symptoms. They were very upset and insisted that the device was not working properly. The lead must have migrated or came loose. The patient kept repeating that it was not working and they were not seeing an improvement. The patient is still voiding every hour. They switched from program 2 to program 1 and they were not feeling stimulation on either program. If they increased it higher it would start to hurt them. The patient was advised to lower it to a comfortable level. After surgery the patient got ¿deathly sick¿ and spent 25 hours in the emergency room with no sleep. They had severe diarrhea and nausea. Additional information was received from the patient on (B)(6) 2017. The patient stated that the device was still not working. Additional information was received from the patient on (B)(6) 2017. The patient had 3 strong urges to use the restroom and noted that they are close enough to the bathroom. The patient does not feel like the system is working for them and they have been on all three programs. The patient wants a manufacture representative (rep) to add a new program. Additional information was received from the patient on (B)(6) 2017. The patient stated that this thing is not working and they were very confused when providing data. The patient was redirected to follow up with their healthcare professional (hcp). It was unknown if the issue was resolved at the time of the report but the patient was noted to be alive with no injury. Additional information was received from an hcp on (B)(6) 2017. The hcp stated that the cause of the lead migration/being loose and not feeling stimulation was possibly caused by severe gi upset. The patient was seen in the office and evaluated by the rep. No further complications were reported/are anticipated.